Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the pump exhibited error code 41171, damaged lens. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the battery compartment was cracked upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as when powering up the device, the reported alarm constantly displayed, the lens was scratched, and the downstream occlusion sensor seal was bubbled. Root cause of the reported issue is unknown. Recommended an error code to be cleared, reinstall software applications, replace the lens, and the downstream occlusion sensor seal. A CAPA to address the increase in downstream occlusion sensor seal replacement was created and is ongoing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.